Event description:
It was reported that an unspecified system error occurred on a homechoice device. It is unknown whether or not this system error was received during patient use. No patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that a system error 1026 occurred on a homechoice device. Evaluation summary: the device was returned to baxter, and the evaluation is complete. An internal/external inspection was performed and the device passed. Functional testing was performed and the device passed. Sample evaluation and an event history log review confirmed the reported condition. The reported condition was determined to be due to a damaged membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.